Manufacturer narrative:
(B)(4). Based on re-evaluation, keyword smoke, missed. MDR filed per retrospective review. RMA (B)(4) had been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) was approximately 2 moths old at the time of the incident. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The device was returned and inspected. Inspection results: visual: no heat damage was visable with no odor present. Functional: the charger connector was cleaned and connected to a set of batteries and allowed to charge a complete cycle. The charger functioned as designed with no discrepancies found.

Event description:
The consumer alleges the battery charger started to smoke. No injury is alleged.